Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery cap on the pump was stripped and she could not remove it to change the battery. The customer also reported that she has been experiencing high blood glucose levels of 391, 432, 550, and 541 mg/dl. The reported blood glucose reading at the time of the call was 389 mg/dl, and the customer treated with manual injection. During the call, the customer was unable to remove the battery cap with a large screwdriver or quarter. The customer declined troubleshooting for high blood glucose levels, and stated that she would be seeing her healthcare professional tomorrow. The product was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.